Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the caller that the nurse had tried to use a patient programmer the night prior to the call to connect the patient¿s implant to turn the therapy off for an MRI however a connection couldn¿t be made or there was an error message. The caller stated that someone had told them that the patient had defibrillation at some point (not alleged to be related to the device/therapy) and it damaged the device however they couldn¿t provide further details. The caller was going to use the patient programmer to connect to the patient¿s implant again to verify the error message and technical services told them that if they saw the power on reset (por) on the programmer then the stimulation was considered off. There were no further complications reported.